Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The rv lead was removed with use of a spectranetics 16f glidelight laser sheath and a spectranetics 13f tightrail rotating dilator sheath with no issues. To attempt removal of the ra lead, a spectranetics lead locking device (lld) was inserted into the lead to provide traction. Using the 16f glidelight device and a spectranetics large visisheath dilator sheath, the physician attempted ra lead removal. During the extraction attempt, the ra lead and lld broke within the patient. The physician was confident a portion of the lld remained in the ra lead. The ra lead and the lld within were capped and remained in the patient. A possible transfer to cleveland clinic was planned to remove the ra lead/lld with a snare. The patient survived the procedure. This report captures the lld within the ra lead which were capped and remained in the patient, requiring planned intervention for removal.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. A portion of the lld remained in the patient and a portion was discarded, thus no investigation could be completed.